Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator was not at end of service. The patient is reportedly experiencing an increase in seizures. Review of x-rays by physician revealed a break in the lead.